Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic startright representative reported via report that the customer's insulin pump alarmed battery out limit. The customer changed the battery and he was unsure if his settings were restored since his blood glucose was in the 500 mg/dl range and later in the 300 mg/dl. Range. No troubleshooting occurred, and no products were returned or replaced.